Manufacturer narrative:
Medwatch sent to FDA on 8/17/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of becoming "very swollen with burning", side of the mouth is "drooping/down turned", and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reaction to juvéderm ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm ultra plus injectable gel treated nlf¿s and 97% of zyplast dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin dryness and peeling. No clinically meaningful differences in the safety profiles of juvéderm ultra plus injectable gel and zyplast dermal filler were found during the study. Post-market surveillance: post-market safety surveillance of juvéderm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Healthcare professional reported after injection with 4 syringes of juvederm ultra in the nasolabial folds, tear troughs, and "submental fold," the patient's left side upper lip became very swollen with burning and the left side of the mouth is "drooping/down turned." Healthcare professional stated it seems like an allergic reaction. The symptoms occurred 4 days after injection. Healthcare professional prescribed oral benadryl, oral zantac, and cortisone tablets to the patient on the day of onset. Symptoms are ongoing.